Event description:
Customer alleges she recently had a repair made to the chair. She was operating the chair using the lift function, the chair leaned forward and fell on top of her.

Manufacturer narrative:
Field service technician (fst) completed repair. Unit is now working properly and consumer is satisfied.

Manufacturer narrative:
The device is not available for evaluation at this time. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Customer alleges she recently had a repair made to the chair. She was operating the chair using the lift function, the chair leaned forward and fell on top of her.